Manufacturer narrative:
H10: the service engineer (se) reported that it was confirmed that the screen stayed dark for a while, after the device was started up. The se noted that the cause was a failure in the liquid crystal display (lcd) panel, and that the user interface (ui) assembly needed to be replaced. It was then noted that the customer declined service and repair, and the device was returned without repair.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a dim display. There was no patient involvement when the issue occurred. No patient or user harm reported. The service engineer (se) noted that the customer's display was very dim, event when the brightness of the display was set to five. During the initial evaluation of the device by the service technician, it was reported that the screen was dark for awhile, after the device was activated (screen was still viewable). The technician suspected that the phenomenon was caused by degradation of the liquid crystal display panel. The technician noted to replace the user interface. The investigation is ongoing.